Event description:
Information received by medtronic indicated that the insulin pump was completely dead. Customer reported there was a big crack at the back of the pump under the belt clip. Customer stated the insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The customer reported a crack at the back of the insulin pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side near the corner of the belt clip rails. Insulin pump was unable to perform the displacement test since motor loading stops prematurely before it touches the stopper. An "insulin flow block" error is displayed when this happens. The case was cut open. After visual inspection, there is also corrosion on/around the following: keypad flex cable and terminal; (B)(4), (heavy corrosion), u2; home motor switch, motor flex cable terminal, components on the force sensor flex cable. Motor was tested outside the unit, and it passed. The force sensor zero offset measured out of spec 1.371 v. In summary, customer report of a crack at the back of the insulin pump was confirmed during visual inspection. The loading anomaly and the "insulin flow block" alarm are due to the corrosion found on the components located on the force sensor flex cable.